Event description:
It was reported that the insulin pump alarmed battery out limit. It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 250 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit noted. The insulin pump was received with normal operating currents. The device had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The device had had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.